Manufacturer narrative:
Product event summary: it was reported that the clasp of the strap on the shoulder pack had slipped from its housing due to wear. The shoulder pack (540495) was not returned for evaluation. A review of documentation records confirmed that the associated device met all requirements for release. The reported event was confirmed via visual evidence provided by the site. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to wear and/or due to handling of the pack. The unit, however, was not available for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clasp of the strap on the shoulder pack had slipped from its housing due to wear. The shoulder pack was replaced. No patient complications have been reported as a result of this event.